Event description:
A pt with a history of elevated creatine underwent aaa repair in late 2008 without gratuitous contrast angiography. Anatomic landmarks were determined using intravascular ultrasound (ivus). The location of these landmarks (most pertinent being the renal arteries) was agreed upon by the physician and the ivus representative who was operating the equipment. The position of the transducer was used to determine the location of the inferior renal artery, and fluoroscopy was used to correlate its position. The physician placed one flex main body and two iliac leg grafts without difficulty. A completion angiogram was performed which demonstrated exclusion of the aaa, but renal perfusion was not seen. An attempt to pull the device down was made by traversing a wire guide and catheter over the flow divider, which was snared in the left (contralateral) iliac component. This wire was pulled ex-vivo and the attempt to pull the graft down was unsuccessful as demonstrated by another abdominal aortogram. The pt was then intubated and a surgical procedure was performed to re-perfuse the kidneys. This procedure involved an external iliac-to-real artery graft.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. IFU (t_zaaa). No product was provided to assist in this investigation. We are unable to determine with certainty the exact cause of the difficulty encountered. However, an internal clinical review indicated the event was most likely due to user error. We have notified the appropriate individuals and we will continue to monitor for similar events.